Manufacturer narrative:
Additional information: the returned rod bender was examined. The tip of the rod slot has fractured off. The cause is likely attributed to using the bender to make a sharp or reverse bend. The labeling was reviewed and found to contain instructions regarding the proper usage of the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a coronal bender broke off during surgery. The tip was retrieved and the procedure was completed using an alternative bender. There were no reports of patient impacts associated with this event.